Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that she was in the process of changing the battery but was unable to get the battery cap to come off. The blood glucose reading was unknown. The customer advised that she would call back when ready to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.